Event description:
Hosp personnel responsed to a pt diagnosed with cutaneous emphysema and copd and in cardiac arrest. Pt's chest was described as being barrel shaped and very rigid. The pt was connected to the device near the end of the code for transcutaneous pacing, but according to the reporter, the device alarmed "pacing leads off" and would not pace the pt. Pt/electrode/device connections were checked, but the reporter stated the device continued to alarm, not pacing the pt. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability.

Manufacturer narrative:
In an evaluation of the device by the local co service rep, a complete functional test was performed and proper operation was observed. Proper operation of the device was reviewed with the facility and the unit returned to the customer for use.